Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a bivona® pediatric tracheostomy tube was broken when pulled out. A step-down tracheostomy was placed as the reported tracheostomy tube was pulled out multiple times.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the tracheostomy tube split at the flange where the tracheostomy tube tie attached. The product issue was observed by a registered respiratory therapist. The patient had to be taken to a pediatric otolaryngologist as the patient was without a proper tracheostomy tube for an unknown amount of time, and was switching with a step-down tracheostomy tube. The patient was treated with antibiotics for two weeks due to irritation from the tracheostomy tube changes. The irritation was resolved once new tracheostomy tubes were received. No permanent injury was reported.